Event description:
An open surgery (on (B)(6) 2022) on the lumbar spine for a posterior fusion of vertebrae l4 and l5, with intended placement of 4 pedicle screws bilateral in l4/l5 for fixation, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 1.5.1. A pre-operative CT scan acquired 14 days before the surgery was used to reference the navigation display to. During the procedure the surgeon: with the patient in prone position, attached the navigation reference array on the spinous process of vertebra l5 performed the initial patient registration to the pre-operative CT scan acquiring registration points on l4 with the navigated brainlab pointer to match the display of the navigation to the current patient anatomy, verified the registration and accepted the accuracy to proceed. Starting on the left side, created the cortical bone opening and pilot holes for the intended screws in left l4/l5 using the navigated brainlab drill guide with screw projection. Placed the pedicle screws in left l4/l5 using a non-navigated non-brainlab screwdriver following the pilot holes. Checked screw placement using screw stimulation technique and received good numbers. Further, performed an intraoperative c-arm scan for placement verification and determined that the screws placed deviated from their intended position by ca. 3-5mm. Decided to re-register the patient to navigation this time acquiring registration points on l5, verified and accepted the new registration. Removed the screws placed on the left side, re-drilled the pilot holes with the same navigated method as before, and re-placed the screws in left l4/l5 with the non-navigated screwdriver. Created the right l4 pilot hole with the same navigated method and placed the screw not navigated into the pilot hole. Acquired another c-arm scan showing that all 3 screw placements deviated from the intended positions that were displayed by navigation. Abandoned use of navigation aid and instead used fluoroscopic guidance to re-place the 3 pedicle screws and to place the remaining pedicle screw in right l5 completed the surgery successfully as intended, and closed the patient. According to the hospital/surgeon: the pedicle screws not placed as intended with aid of navigation were corrected in the very same surgery the final outcome of this surgery was successful as intended, with all screw placements correct at the end of the surgery. There was no harm nor negative effect to the patient due to the deviated pilot holes and screw placements, also not due to surgery/anesthesia prolongation of ca. 30min there were further no remedial actions for the patient done, necessary or planned; hospitalization was not prolonged either.

Manufacturer narrative:
Outcomes attributed to adverse event, type of reportable event: a risk to the patient's health could not be excluded for these specific circumstances, since pilot holes and following pedicle screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the pedicle screws not placed as intended with aid of navigation were corrected in the very same surgery the final outcome of this surgery was successful as intended, with all screw placements correct at the end of the surgery there was no harm nor negative effect to the patient due to the deviated pilot holes and screw placements, also not due to surgery/anesthesia prolongation of ca. 30min there were further no remedial actions for the patient done, necessary or planned; hospitalization was not prolonged either according to the results of the technical investigation and information provided by the hospital, it can be concluded that the root cause for the reported misplacement of the 3 pedicle screws at left l4, left l5, and right l4 is due to an insufficient distribution of points acquired by the user for patient anatomy registration to navigation that did not follow brainlab requirements. Specifically, for both registrations performed, the overall acquisition of points were not well spread across the entire bone registered on (especially in the head/foot direction). Additionally, for the 2nd registration, more points were collected on a different level (l4) than where the reference was placed on (l5). This caused the navigation software to not find an as accurate match in the region of interest as desired for this specific procedure in between the preoperative image dataset and the actual patient anatomy. Contributing factor, specifically for one l4 screw: a relative movement of the anatomy between the vertebra operating on and where the reference was placed (l5). Operating on a different vertebra than the reference array is fixated to or operating over multiple vertebrae without repositioning the reference array and reregistering the patient, especially over a spine instability between l4 and l5 (e.g. Spondylolisthesis), can cause anatomical movements between vertebrae that cannot be recognized or compensated by the navigation software, thus resulting in navigation inaccuracies. Apparently, the resulting deviation in the navigation was not detected by the user with the appropriate and necessary verification checks after registration (at the verification step) and/or prior to (or during) planning and placing the pedicle screws. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Recall (if recall number is given) or correction/removal number (if given): brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.